Manufacturer narrative:
The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 190 units. Reportedly, the cartridge was filled with 300 units of insulin. In addition, the customer did not remove the residual air from the cartridge. Blood glucose level was 88 mg/dl. Although requested, the customer declined follow-up from tandem technical support.